Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed the synchronized cardioversion testing with incorrect output. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed onsite by a zoll representative and during review of the device activity logs. However, the reported problem could not be duplicated with the device. The device was subjected to bench handling and sync discharge testing with no faults found. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.